Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-ms 3 pump was returned for service due to a display issue. The reported programming issue was not identified during service. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that the cadd ms3 pump did no maintain it's set up when it was time to use it a second time. There were no adverse events reported.